Event description:
The customer called to report a high blood glucose reading of 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found only a low reservoir alarm in the alarm history. During the call, the customer felt like he was going into diabetic ketoacidosis, and requested for the paramedics to be called. The customer was feeling very ill and had dry mouth. The paramedics were called, and they did arrive for assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.